Event description:
The patient reportedly experienced intermittency and sound quality issues with her device for some time. However, until recently the issues were tolerable to the patient. External equipment exchange and programming changes have been made. However, the problem has not resolved. Surgery to explant the patient's device is being scheduled.